Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding an imaging system. It was reported that during boot up of the image acquisition system (ias) the first status bar (gears/motion) was stuck in the green bar state, all other bars showed green checks and the pendant showed 'initialization please wait'. The site rebooted the system twice with no resolution. In the remote desktop the axis status was blank. During trouble shooting the site noticed that the hand switch buttons were inadvertently being pressed during system boot up and he could hear clicking sounds. After re-positioning the hand switch the system fully booted and the axis status became active. It was confirmed the hand switch was inadvertently pressed in system startup and caused the ias to become stuck in the boot state. There was no patient present.